Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was high frequency noise on the ventricular channel. Oversensing occurred and shock was delivered. The device was replaced. There was no report of adverse consequences due to replacement procedure.

Manufacturer narrative:
The rv real time egm channel was confirmed to be noisy during analysis. The noise was observed to go away when test code was downloaded into the device. The noise did not immediately recur when product code was restored. Heating and cooling on the bench did not recreate the noise. The noise was observed again after temperature cycling but it again went away during bench analysis when attempting to isolate the cause of the anomaly. The cause of the noise was the hybrid module.